Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during generator change out the right atrial (ra) lead exhibited high and undefined impedance and noise. Insulation breach was identified on the lead. The ra lead was capped and a previous capped ra lead was reactivated. No patient complications have been reported as a result of this event.